Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, the footprint anchor broke upon insertion. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10:internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Information received by the complainant stated that the previous failure reported is not an anchor breakage, the device involved was a firstpass and the failure is related to loading the needle, no breakage was noticed; therefore, new reporting assessment determined that this is not a reportable event . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: additional information in e1.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected information in d3 and g (contact office - manufacturing site) the reportability decision remains in place as detailed in the report submitted on january 17, 2025 (non reportable event), however, the fei number in that report is incorrect; the correct fei number is (B)(4).